Event description:
It was reported that the delivery system core wire was difficult to release and was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 35mm watchman flx pro closure device and delivery system (wds) were selected for use. The physician had no issues positioning the wds, but upon deployment the was and the wds had some bias. After 20-30 turns, the physician adjusted the c-arm and confirmed it was as lined up as possible, but the core wire would not release. After another two minutes of trying, it was released. The device was reported to be well anchored and sealed. Upon removing the wds, the core wire was noted to be twisted. There were no further complications.